Event description:
Nine days after pci, thrombus was found in a lesion treated with a cypher stent. Pci was performed on this patient who presented for elective treatment of two lesions. Pre-procedure medications included asa 100 mg/day and ticlopidine hydrochloride 200 mg/day. Intra-procedure medications included asa 100 mg/day, heparin 5000 units and ticlopidine hydrochloride 200 mg/day. Intra-procedure medications included asa 100 mg/day, heparin 5000 units and ticlopidine hydrochloride 200 mg/day. The first was a de novo lesion in the 1st diagonal of 15mm in length in a 2.5mm vessel diameter. The (b2) lesion was concentric and bifurcated. The lesion was pre-dilated with a 2.5x15mm balloon at 8 atm before deploying the 2.5x18mm cypher at 16 atm. Ivus was not conducted. Timi 3 flows were recorded pre and post-procedure. The residual diameter stenosis measured 0%. Treated next was a de novo lesion in the mid rca of 30mm in length in a 3.5mm diameter vessel. The (class c) lesion was concentric. The lesion was pre-dilated with a 3.5x20mm balloon at 10 atm before deploying one 3.5x18mm cypher at 16 atm. A second 3.5x18mm cypher was deployed next in an overlapping manner also at 16 atm. Ivus was not conducted. Timi 3 flows were recorded pre and post-procedure, respectively. Residual diameter stenosis measured 0%. Post-procedure medications included asa 100 mg/day, heparin 10,000 units and ticlopidine hydrochloride 200 mg/day. Nine days later, the pt complained of chest pain and cag was conducted. Thrombus was confirmed in the cypher in the 1st diagonal. To treat it, aspiration was conducted but it could not cross the lesion. Poba was conducted with a 1.5xunknown length balloon at unknown atm.